Event description:
A cartridge change error was reported with the pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer by instructing them to inspect the o-ring in the cartridge, clean the pneumatic tap area, and follow on-screen instructions to complete the loading process. The customer successfully completed the load process and resumed insulin delivery, with instructions to monitor system performance, and no cartridge replacement was necessary.